Event description:
Caller alleged imprecision with inratio meter. Results as follows: inratio (test 1 - right hand) 4.3 inr. Inratio (test 2 - left hand) 2.8 inr.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B) (6) 2010, 1st inr = 4.3; 2nd inr = 2.8, mean = 3.55, sd = 1.06, %cv = 29.88. Since 29.88% cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Data analysis of cv% calculation from comparison test data provided by end-user revealed precision criteria was not met. Strip lot # research in progress. This issue will be subject to tracking and trending. No corrective action is required at this time.